Manufacturer narrative:
The device was returned missing 3 electrodes on the distal end of the lead. Visual inspection and imaging of the wire strands show signs of large stress that resulted in tensile overload. Based on a review of the device diagnostics and reported information, the damage occurred during the explant procedure. However, the exact root cause could not be determined.

Event description:
The device was returned and analyzed.

Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that when the physician tried to remove the lead at the end of the trial, the distal end of the lead detached and remained in the patient. The detached portion was located in the subcutaneous tissue and will be removed during the permanent implant procedure.